Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. No third party assistance was required. Customer changed cartridge and infusion set to address the issue. Ultimately, the customer reverted to an alternate method of insulin therapy.